Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported incomplete coaptation- single leaflet detachment (slda). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was successfully placed a2-p2 (center-lateral) position, after deployment there was a single leaflet detachment (slda) visualized. The clip was no longer attached to the anterior leaflet. Two additional mitraclips were then implanted successfully to stabilize the slda clip and further reduce the mr. The procedure was discontinued, the final mr was reduced to grade <1. There were no adverse patient sequela or clinically significant delays reported.